Event description:
During a pmi follow up repair, the ge svc rep found a low voltage on the lead acid battery packs. It measured 161 volts during 200 mas film shot. No pt involvement was reported.

Manufacturer narrative:
The ge svc rep replaced battery packs and measured 177 volts after replacement. The system functions as intended.